Manufacturer narrative:
PMA/510(k) #p100022/s026. Device evaluation: the zisv6-35-125-7.0-140-ptx device of lot number c1525778 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zisv6-35-125-7.0-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-7.0-140-ptx of lot number c1525778 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1525778. It should be noted that the instructions for use (ifu0122-2) states the following: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device.¿ ¿a 0.89 mm (0.035 inch) wire guide should be used during tracking, deployment and removal to ensure adequate support of the system. If hydrophilic wire guides are used, they must be kept fully activated.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-ci1502m02) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that the device was advanced via contralateral approach over a 0.014¿ wire guide. It is also known that the patient¿s anatomy was severely calcified and the user experienced slight resistance during advancement. It is possible that the use of a non-recommended wire guide contributed to the resistance felt by the physician possibly resulting in the formation of a kink on the device. It also may be noted that the doctor commented ¿when I took the device from the tray, I may have pulled the device a little too strong. I think this not the device fault.¿ from the additional information it is also known that the doctor continued advancing the device against resistance ¿11. Was resistance encountered when advancing the wire guide or delivery system to the target location? -the user felt slight resistance. How did the physician deal with this resistance? ¿ continued advancing.¿ summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Approach was gained from the right femoral artery to treat a highly calcified cto lesion in the left sfa. When the user was advancing zisv6-35-125-7.0-140-ptx/lot c1525778 in the body, he found a kink in the device(10 cm away from the tip). Therefore he stopped using the device and another ptx was used instead. There have been no adverse effects to the patient reported. -doctor's comment when I took the device from the tray, I may have pulled the device a little too strong. I think this not the device fault.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #p100022/s026.

Event description:
Approach was gained from the right femoral artery to treat a highly calcified cto lesion in the left sfa. When the user was advancing zisv6-35-125-7.0-140-ptx/lot c1525778 in the body, he found a kink in the device(10 cm away from the tip). Therefore he stopped using the device and another ptx was used instead. There have been no adverse effects to the patient reported.